Event description:
It was reported that this right ventricular (rv) lead exhibited high within range pacing impedance measurements and high capture threshold measurements when programmed in unipolar configuration. Additionally, the physician diagnosed the patient with exit block and believed that this underlying condition was contributing to the reported rv lead observations. Subsequently, during a routine generator change out procedure, the physician opted to surgically abandon and replace the rv lead. No adverse patient effects were reported.